Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause of the high bg was not known. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.